Manufacturer narrative:
Information was received on (B)(6) 2019 indicating that the event occurred during annual maintenance and there was no patient involvement. Device evaluation completion date: 20-jun-2019. Device evaluation: one smiths medical cadd solis hpca pump was returned for analysis in a good condition. During analysis, the customer's concern regarding "failed volumetric accuracy test" was not confirmed, the unit was found to be pumping a little high but within the specification (2.39%). Service trimmed expulsor to bring it closer to 0%. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.

Manufacturer narrative:
Device evaluation in progress.

Event description:
Information received indicating that this cadd solis hpca pump failed accuracy. No adverse effects reported.